Manufacturer narrative:
The insulin pump had operating currents within specification. No unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No display anomaly was noted.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were unresponsive and the numbers on their insulin pump were scrolling during a bolus. The mother also reported a battery out limit alarm occurring. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. It was found the customer was out in the rain, but the insulin pump was in a pouch prior to the keypad issues occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.